Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that a cardiac tamponade occurred. The patient¿s blood pressure dropped. No product defect was observed. Timing is unknown. Drainage was performed. Atrial septostomy was performed with a japan lifeline rf needle. Tamponade was identified. The order of the ablation was pulmonary vein isolation (pvi) ¿ cryo cavo-tricuspid isthmus (cti) ¿ ef (ejection fraction). No steam pop was confirmed. An irrigation catheter was used, the flow rate setting was 30 ml/min for = 30 w. Clinical course: stable disease after drainage. No abnormalities were observed prior to use or during use of the product. The complaint product will be returned for analysis. The patient outcome of the adverse event is improved. The physician¿s opinion on the cause of this adverse event is that it was procedure related. There were no relevant tests, labs, or history. A sa generator was sued (g4c-3758). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Dashboard; vector; visitag force visualization features were used. The visitag module was used, parameters for stability used were; range; 3time;3 fot;25% tag size2. No additional filter was used with the visitag. Tag index color option was used.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30750725m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)